Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels reported as high as 400 mg/dl. The user was transported to the hospital by a caregiver, where the user was diagnosed with diabetic ketoacidosis (dka) and treated with IV fluids, and discharged (B)(6) 2026. No long-term health effects were reported.

Manufacturer narrative:
The user experienced hyperglycemia resulting in diabetic ketoacidosis and hospitalization while receiving automated insulin delivery with the ilet. This situation can result in acute metabolic decompensation requiring hospitalization and is consistent with the reported inpatient admission and treatment with IV fluids. Engineering log review indicated the ilet was functioning as intended, with no device malfunction identified. Device data confirmed a prolonged period of cgm signal loss, after which the device entered bg run mode and insulin dosing was suspended because no blood glucose value was entered by the user despite multiple alerts. This resulted in interruption of insulin delivery for approximately 24 hours and subsequent hyperglycemia with progression to dka. The event was attributed to use-related factors, specifically failure to respond to device alerts and resume insulin dosing following cgm failure, rather than abnormal device performance. If additional information becomes available, a supplemental MDR will be submitted.